Event description:
Customer reporting two similar incidents of needle disconnection that have happened recently on their phoenix machines. Both incidents involved no patient injury. During the investigation of the above incidents, a third incident was also brought to the attention of the phoenix manufacturing group by the customer. 2002 - customer reporting that on phoenix machine, a patient pulled out venous needle during treatment, in their sleep. The machine never gave them a venous alarm an the patient coded before anyone realized needle was out. Medical intervention to bring the patient out of the code was required. Patient was also admitted to the hospital. Patient was fine after.